Event description:
Distributor reported a revision surgery due to the screws backing out of the plate. The distributor stated the parts were discarded; therefore, there is no return for this file. The distributor reported that the surgeon indicated the patient had good bone quality, but was non-compliant with post-operative instructions and was "very active with his upper body very soon after surgery".

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 2 of 4.